Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The rse found that there were two separate systems at this location with the pacuptlink being a standalone host. The rse gained access to the pacuptlink and checked the device status within system configuration; most of the bedside monitors showed an unknown/offline status. The rse restarted the host and found that the connection issue was resolved. The rse verified functionality with the pacu staff. The customer had additional questions about remotely accessing this standalone host.; the rse answered all questions, and no further remote support was requested at this time. Based on the information available and the testing conducted, the cause of the reported problem was unable to be established. The reported problem was confirmed. The device was operational after the pacuptlink host was restarted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix indicating that there was an inoperative (inop) message stating "no central monitoring" on the bedside monitors in the operating room and pacu areas. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.